Event description:
The customer reported that the ventilator is alarming "vent inop". No pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the transducers and the compressor to fix the reported issue.